Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2026. It was reported that the patient was scheduled and agreed to an recharge-free advanced evaluation. Towards the end of the procedure when the surgeon was connecting the perc extension to the lead it was determined that the patient was incorrectly implanted with a micro lead as opposed to a recharge free lead. The surgeon then decided to removed the micro lead and replace it with a recharge free lead. The patient received the same sensory and motor response as the micro lead while the change in lead resulted inabout an additional 30 minutes. There was no impact to the patient as a result of this and the patient ended up having a successful trial and implanted with an implantable battery on (B)(6) 2026. The troubleshooting performed included removing the incorrect lead and immediately replacing it with the correct one. The cause was that the incorrect lead was pulled from the shelf by the sales representative (rep). Additional inf ormation was received from a manufacturer representative (rep). When asked when they were made aware of this event, they reported that they were made aware of this on the event date of (B)(6) 2026.